Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the needle breaks off with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter, translated from dutch to english: needle sometimes breaks off and gets stuck in the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle breaks off with a bd micro-fine¿ ultra¿ pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: needle sometimes breaks off and gets stuck in the skin.